Event description:
The 60mm-4.8mm green duet staple load did not fire properly. The staples in the last portion of the load did not employ. Some bleeding at the staple line occurred.======================manufacturer response for stapler,surgical, duet trs (per site reporter).======================awaiting response.